Event description:
Procedure: hernia repair. According to the reporter, the original parietex composite mesh was surgically implanted on (B)(6) 2011. The patient was hospitalized for six days in (B)(6) 2013 with an abdominal infection. The patient received massive doses of antibiotics at that time. The mesh was ultimately removed on (B)(6) 2014 following a second infection and hospitalization. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).